Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m hr hpv assay, list number 09n15-090, which is the same/similar to the alinity m hr hpv assay, list number 09n15-095, which received FDA approval.

Event description:
The customer reported one false negative result on the alinity m hr hpv amp kit. Sample ID (sid) (B)(6) was reported as "not detected" on (B)(6) 2024 for hpv45 target with cycle number 32.55 and mr value 0.082. The customer stated that the alinity curve had a nice sigmoid amplification curve. The customer retested the sample using cytology. The cytology test confirmed a detected result for hpv 45 target. Sample ID (B)(6) had a cycle number (cn) value was at 32.55, and the sample cn cutoff for hpv 45 target is 31.00. The sample result was reported within the guidelines of the assay design. The technical application specialist (tas) discussed the finding with the customer and explained him sample validity criteria for abbott hpv assay. Customer understood the explanation provided by abbott support however he requested a meeting with scientific affairs to discuss the discrepancy between abbott test and cytology results. The sample was not repeated on the alinity m instrument. The customer trusted the cytology result. There was no impact on patient management as customer reported the cytology result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the product file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 394665 was performed. The validity of the runs (including meeting assay specification requirements and no error codes or flags being displayed for the run controls) were verified. The file sample evaluation met the acceptance criteria and validity criteria that was established for the ctrl kit. As a result, the product file sample evaluation for alinity m hr hpv amp kit (list 09n15-090) lot 394665 received a disposition of passed with a 100% specificity for the test. Customer data review: the assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves appeared normal and exhibited normal amplification for the hpv45 genotype, as well as the cellular control. The customer retested the sample using cytology. The cytology test confirmed a detected result for hpv45 target. Alternate testing methods have different sensitivities for the assay; therefore, results can't be comparable. Quality data review: device history record / batch record review: the device history record (DHR) review of the manufacturing packets for alinity m hr hpv amp kit (list 09n15-090) lot 394665 (including components) did not identify any issues which could result in the reported complaint. No issues or records related to the reported complaint were found that would indicate any issues which could have led to the reported complaint. Additionally, the quality control (qc) amp kit masterlot testing for alinity m hr hpv amp kit (list 09n15-090) lot 394665 (including components) met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. A product deficiency was not identified by this evaluation. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. The CAPA review for did not identify any existing internal issues or nonconformances which may be related to the reported complaint. The part and keyword specific CAPA review did not identify any existing internal records or nonconformances related to the reported complaint for part 09n15. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints for reported discrepant results while using alinity m hr hpv amp kit (list 09n15-090) lot 394665. Complaint trending was completed. No adverse trend has been identified. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for alinity m hr hpv amp kit (list 09n15-090) lot 394665 was not identified.